Event description:
This is an adverse event recorded on a crf as part of the (B)(4) pt registry. This pt was prospectively enrolled with 3 cm of barrett's esophagus containing invasive adenocarcinoma. Two weeks after a secondary focal ablation, the pt presented to the hospital with a syncopal episode, hypotension and tachycardia. The pt was admitted to the hospital. Endoscopy revealed an esophageal ulcer with bleeding. The pt was treated with a local injection of epinephrine. The pt was discharged from the hospital after 7 days. Per the physician, the severity of this event was serious, the relationship of the event to the device procedure is definite and there was no device malfunction. In f/u three months post hospitalization, there were no additionally reported adverse sequelae.

Manufacturer narrative:
The site did not return any device therefore no device eval was performed. If we should obtain additional info pertinent to this event, a f/u report will be submitted. (B)(4).